Manufacturer narrative:
UDI : (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device had a drilled leg, and the bearing was broken and corroded. It was determined that the cutter insertion assessment failed and the crani tip was damaged. It was further determined that the device failed for visual assessment. It was further determined that the issues were consistent with normal wear (faulty parts). Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the craniotome device had an undetermined malfunction. During in-house engineering evaluation, it was observed that device had a drilled leg. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.